Manufacturer narrative:
To re-iterate; dale medical products, inc. Is reporting this event at the recommendation of an FDA investigator during an inspection. This event was originally entered into our complaint database as a "customer request for additional in-servicing", regarding the proper use of the dale 270 device. The user facility had noticed some ulcerations on pts upper lips. During the requested in-service training, it was found that the user facility was not always following the recommendations on the product labeling, specifically, not repositioning the et tube often to help prevent injury to the lips. (B)(4), where the facility was looking for additional information on in-service training.

Event description:
(Note: this event is being reported now as a result of an FDA inspection at our facility (dale medical products, inc.) On (B)(6) 2011. Our initial review of this issue concluded that this was not a reportable event. However, it was the opinion of the investigator that these were reportable.) On (B)(6) 2010, dale medical received a call from a healthcare facility in (B)(6), where they stated that they have had some ulcerations on pts' upper lips from the dale 270 device and requested additional in-service training for the respiratory staff there. The user facility representative indicated that she thought the nurses were pinching the lip when applying the dale 270 device. On (B)(6) 2010, dale medical personnel went to the user facility and provided the additional in-service training that was requested. During the visit, dale personnel were told that the et tube was not being repositioned as recommended by dale medical on the device labeling.